Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Additional information received from legal on 22-oct-2023. Legal case ¿ USA patient ID: (B)(6), related (B)(4). Implant date: on (B)(6) 2012, dr. (B)(6), op report attached, explant date: on (B)(6) 2022, dr. (B)(6), op report attached. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient/serial number in ebi. Original description summary: legal case(B)(6) related (B)(4). Per a report from the legal department the patient had a bilateral knee replacement on (B)(6) 2012. Approximately 10 years after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department the patient had a bilateral knee replacement on (B)(6) 2012. Approximately 10 years after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
B4: corrected.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 121 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, balance problems, discomfort, joint laxity, osteolysis, pain and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.